Event description:
The customer reported that during testing on tango optimo, they ran out of pooled reagent in one bottle, but the samples were not flagged, but marked as positive. The images showed empty wells and the strips themselves looked empty. The operator deleted the samples' log files, so no log files are available for investigation. A second run on tango was completed without any issues. Ever since this problem of the reagents running out without flagging the result had not re-occured. Despite several inquiries, the customer was not able to provide any data on this incident. He deleted all effected samples from the daily journal and did not even bother to invalidate and export so they would be in the lab journal. He could also not provide any sample information. There are thus no data to evaluate. The problem has since not reoccurred.

Event description:
The customer reported that during testing on tango optimo, they ran out of pooled reagent in one bottle, but the samples were not flagged, but marked as positive. The images showed empty wells and the strips themselves looked empty. The operator deleted the samples' log files, so no log files are available for investigation. A second run on tango was completed without any issues. Ever since this problem of the reagents running out without flagging, the result had not re-occured. The investigation of this incident is still ongoing.

Manufacturer narrative:
This our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.